Manufacturer narrative:
Returned product analysis revealed a fracture of the core wire. The core wire was fractured at 1cm from the ballweld. The coil is severely elongated and the core wire is attached to the ballweld. The solder seems damaged. Both fracture surfaces showed evidence of a bending moment overload that occurred along the longitudinal grain boundaries. No material anomalies were noted. Evidence of solder smear and material pull out between the coils in a somewhat rotational direction was noted. No evidence of corrosion was found. The customer stated that "the burr was stuck and unable to be withdrawn" and evidence showing solder smear at rotational direction confirmed that the burr was stuck by the solder section of the wire. The core wire fracture occurred because of a bending moment overload where the core wire had reached its maximum side loading or deflection capacity. The rotalink burr probably advanced to the point of contact with the solder joint (spring portion). The directions for use under warnings states that: "never advance the rotating burr to the point of contact with the guide wire spring tip. Such contact could result in distal detachment and embolization of the tip". A review of the device history records was performed, lot showed no anomalies related to the complaint, met all specifications relevant to the complaint upon lot release. The root cause of the reported complaint is user related.

Event description:
Determined to be reportable based on analysis completed 25 august 2006. It was reported that during an unspecified procedure, the 1.75 burr became stuck on the floppy rtw guide wire during withdrawal. The lesion was located in the 90% stenotic and calcified proximal right coronary artery (rca). The procedure was completed with another of the same device. Patient status is listed as "good".